Event description:
It was reported that the user found the ilet overwhelming after initial training and three days of use, had difficulty filling cartridges due to reduced hand sensation and fatigue, and experienced a hypoglycemic event with a reported glucose of 48 mg/dl lasting about one hour; the user treated the low with candy, did not require external assistance, consulted a healthcare provider, and decided to discontinue and revert to mdi. Symptoms included hypoglycemia with weakness and reduced ability to move. Outcomes included user discontinuation of ilet use and intent to return the device. Investigation included internal case review and notification to the field team. Investigation of this case revealed no device alarms or malfunctions reported, with the hypoglycemia cause unclear and user factors including difficulty with cartridge filling and fatigue potentially contributing; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.